Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked due to the customer having dropped the pump a few times. The pump remains functional. The customer blood glucose (bg) level was 326 mg/dl. A bolus was delivered to address the bg level. The customer reported that manual injections would continue to be used for insulin therapy.